Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) episodes potentially due to sensor pacing. Boston scientific technical services (ts) was consulted and advised the field representative to further review with the physician and optimize programming. No additional adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) episodes potentially due to sensor pacing. Boston scientific technical services (ts) was consulted and advised the field representative to further review with the physician and optimize programming. No additional adverse patient effects were reported. At this time, this device remains in service.